Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc), then it was transferred from sorc to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon, and also found that as the result of a component analysis of the foreign object, the component of the foreign object was silicon (black). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, it was unable to identify the reported foreign object because silicone was a substance used in a variety of applications. However, because its color was black, omsc surmised that it might be a silicone tubing or packing. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was found that during the incoming inspection for evaluation of the subject device (air supply amount was small), it was found that there was foreign object inside the outlet of the air/water nozzle. There was no report of patient injury associated with this event.